Event description:
Hill-rom tech found ground lug missing from the ac plug. Bed was located in a repair area during finding. No injury reported. Tech replaced the ac plug to resolve the loss of ground issue.